Event description:
Patient reported, inflammation, weight gain, headaches, autoimmune, changes in sleep, depression, anxiety, thinning hair, brain fog, pain, hypothyroidism, shortness of breath. Capsular contracture, baker grade unknown. And was diagnosed with breast implant illness. This record represents the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Patient reported inflammation, weight gain, headaches, autoimmune, changes in sleep, depression, anxiety, thinning hair, brain fog, pain, hypothyroidism, shortness of breath, capsular contracture baker grade unknown and was diagnosed with breast implant illness. The reported events of "headaches, weight gain, thinning hair, brain fog, hypothyroidism, breast implant illness, shortness of breath, and changes in sleep" are not device related. This record represents the left side. Device remains implanted.